Event description:
On (B)(6) 2012, the patient contacted animas alleging that she experienced blood glucose (bg) of "high" (>600mg/dl) with shakiness due to a cartridge that leaked overnight. There was no damage noted to the cartridge. The patient reportedly changed supplies and corrected via syringe and resumed insulin pump therapy. The patient stated that she was "feeling much better" at the time of the call to animas customer support. The cartridge was reportedly last changed the evening of (B)(6) 2012. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a leaking cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the returned cartridge was tested. A visual inspection of the cartridge was performed and no damage or defects were noted. A fill, force and leak test was performed with no failures. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.